Event description:
It was reported that the lead pace/sense portion of the right ventricular lead had a high thresholds. The pacing/sensing on the right ventricle lead was capped and replaced, the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.